Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested with no further occurrence of the symptom. The downstream sensor was calibrated to ensure further accurate detection.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false downstream occlusion alarm. There was not patient involvement.